Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 24 mm, non-abbott balloon. During the procedure, at 80 percent and at release, the valve was placed at a depth of 3 mm; upon final deployment, the valve migrated towards the aorta, and the final implant depth was 1-2 mm on the non-coronary cusp (ncc) and 3 mm on the left-coronary cusp (lcc). Moderate paravalvular leak (pvl) was observed. Post-implant balloon valvuloplasty (post-bav) was performed using a 24 mm, non-abbott balloon. Mild pvl was noted; right coronary artery (rca) obstruction was observed, and it was suspected as likely due to the valve being tilted. The physician tried to gain access to the rca with a catheter without success. On echocardiogram (echo) st elevation was observed; the patient remained hemodynamically stable till the rca obstruction and there was no clinically significant delay reported. The patient was then taken into surgery to resolve the event. The patient had extended hospitalization. The implanter believes the cause of migration due to an insufficient calcification on the valve leaflets (only on left leaflet). The patient was in a stable condition and reported to be recovering.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.